Manufacturer narrative:
(B)(4). The reported complaint of "guidewire 0.025" 2 ea cannot up femoral artery to aortic root trunk" is not able to be confirmed. The product was not returned for investigation. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported "cannot up fermoral artery to aortic root trunk, it need to manage by medicine".additional information states thats the iab catheter was removed and not replaced. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn# (B)(4). The reported complaint of "guidewire 0.025" 2 ea cannot up femoral artery to aortic root trunk" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported "cannot up fermoral artery to aortic root trunk, it need to manage by medicine".additional inforamtion states thats the iab catheter was removed and not replaced. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Event description:
It was reported "cannot up fermoral artery to aortic root trunk, it need to manage by medicine".additional inforamtion states thats the iab catheter was removed and not replaced. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).